Manufacturer narrative:
The complainant returned the device for evaluation. (B)(4) duplicated and confirmed the complaint. The cause of the pump's failure to sense an occlusion was identified as a crack in the housing near the pump's platen door. Such cracks generally appear when a pump has experienced a shock, such as a drop onto a hard surface. The crack caused the pump's occlusion sensor to not work properly, allowing the pump to not alarm even with an improperly-installed administration set.

Event description:
As recorded by customer service: "did not alarm occlusion, tubing not set in pump correctly. Part # 340-4128-v for tubing set used. Was administering tpn and pump stated it was running but no fluid was delivered for 12 hours, child was severely dehydrated. Should have delivered 1750 mls. Getting fluids now, lab values and fluid bolus continuous." During a follow-up conversation with the provider, (B)(4) clinical learned that the patient recovered after 2 days of adjusting her IV fluids in response to her blood lab levels. No other treatment required. The provider also described the incident as follows: the infusion ran without any alarms until infusion complete alarm. The pump indicated the amount programmed infused, but the tpn bag was full. The provider indicated that administration set was placed incorrectly into the pump, with the yellow integral flow stop not placed in the pump. The pump did not alarm for an occlusion as would have been expected.